Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the device record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: postural hypotension leading to syncope and a seizure. Time of symptoms/ae: after the procedure. It was reported that post an uneventful left internal common carotid stenting procedure, the patient had postural hypotension leading to syncope and a seizure. Symptoms were controlled with oral proamatine and there was no residual neurological deficit. Within 48 hours of the procedure, the patient's neurological status was back to baseline. The condition is listed as continuing but improving and required prolonged hospitalization. Four days post procedure, the patient was discharged to home, with orders to continue the proamatine. Although requested, there is no additional information available. Choice study event.